Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) provided 7 inappropriate shocks within the last 5 months. The inappropriate shocks were determined to be due to a combination of low signal amplitudes as well as myopotential oversensing. This patient was noted to have a concomitant pacemaker implanted and was noted to be pacemaker dependent. Provocation maneuvers were performed, and noise was reproduced with contraction of abdominal and pectoral muscles. Technical services (ts) was contacted for troubleshooting recommendations. Ts noted that myopotential noise was noted in alternate vector when the pacemaker paced qrs while the patient began isometrics. The isometrics then led to more noise oversensing and a more sensitive treatment profile. As a result, the more sensitive profile encouraged more double and triple counting to occur. Ts provided additional troubleshooting, including the potential for repositioning to a left sided approach. This investigation will be updated when further information becomes available. No additional adverse patient effects were reported.